Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
Related manufacturer report number: 2017865-2021-24172. It was reported that the patient presented at the emergency room with chest stimulation. It was noted that the atrial and ventricular leads had dislodged. Both lead were explanted and replaced. The patient was stable.